Event description:
Reportedly, the ring was explanted after an implant duration of 4.17 months due to unknown reasons and replaced by a valve. Per the cer: it was reported that the device was explanted and (B) (4) was implanted as a replacement. No further details were provided.

Manufacturer narrative:
Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at the hospital. This is a report only -- customer letter not required. DHR review has been started. No additional information is forthcoming. Device not returned. Discarded at hospital.

Event description:
This case was reported by a consumer and described the occurrence of complete paralysis in a (B)(6) female patient who received super poligrip original denture adhesive cream (B)(4) over a period of 2 years for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included back problem, neck problem and shoulder problems. Concurrent medications included tizanidine. On an unknown date, the patient started super poligrip original denture adhesive cream (dental). On (B)(6) 2009, the patient experienced complete paralysis. She reported that she was taken to the hospital via ambulance and was admitted. On an unknown date, the patient experienced numbness in lower back and tingling of lower body. On an unknown date in (B)(6) 2010, the patient experienced leg spasms while in bed, could not walk and was transported the hospital via ambulance and was admitted. At this time, the patient was diagnosed with high blood pressure. On an unknown date, the patient experienced can hardly walk, legs are wobbly, and no feeling in leg. She reported that she also experienced tingling from her back all the way down her body, problems with circulation and limping. The patient was treated with lisinopril and metoprolol "tarta". Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. Consumer reported that she began use of super poligrip a little over 2 years ago. In (B)(6) 2009, she was taken to the hospital by ambulance due to paralysis, she was admitted and had tests. She reported that a couple years ago she had numbness of her lower back and now has this occasionally. She reported that she was told the cause of her paralysis and numbness was not found. Date of hospital discharge not provided. She reported that the paralysis resolved. She reported that in (B)(6) 2010 she had leg spasms while in bed, could not walk, was transported to the hospital by ambulance, was admitted, had tests, was found to have high blood pressure. She reported that she is now at home, she still can hardly walk, legs are wobbly and her legs have no sensation. She reported that she limps around the house. She reported that she has tingling from her back all the way down her body, is having problems with circulation. Consumer reported that since (B)(6) 2010, she takes lisinopril 40 mg daily and metoprolol-tarta 50 mg twice daily for high blood pressure. She reported that she has been taking tizanidine 4 mg three times daily and 2, 4 mg tablets at bedtime for sleep and "muscles" due to history of neck, shoulder and back problems. The manufacturer report number for this case is 9681138-2010-00241. Super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (lot number x09334). It is unknown if the product will be returned for quality assurance testing.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.